Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that multiple, intermittent malfunction alarms occurred after taking the pump into a pool. Customer's blood glucose level was in the 200s range (mg/dl) which was addressed by delivering a bolus. Multiple attempts were made to follow up with the customer if alternate insulin therapy was obtained; however no response from the customer was received.